Event description:
It was reported that during implantation of the intraocular lens the trailing haptic rubbed up against the iris, nicking it, causing it to bleed (due in part to a floppy iris). The lens was then removed from the eye. The physician stated that he had to free the nucleus from the posterior capsule and noticed a tear in the posterior capsule, leading to hydro-dissection of the lens. A vitrectomy was performed along with an incision enlargement from 2.5mm to 5mm. An aphakic correction was done and the patient seems to be doing well. It was stated that the event was not caused by abbott medical optics device. It was stated that the patient was seeking a second opinion from another physician. The implanting physician stated he will reassess the intraocular placement (iol) once the patient recovers fully.

Manufacturer narrative:
(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.